Event description:
It was reported that inaccuracy occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for investigation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).